Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was not helping the patient and they thought that it would help the patient, but as of the time of the report there was no positive result. Caller was transferred to patient services. It was reported that it was their understanding that this procedure would give immediate relief and they reported it had been a terrible experience so far. The caller reported that the patient's bladder had been wetting the bed, underwear, and pajamas. Caller reported there had been no difference after the procedure was done, absolutely no relief. Caller stated the reason for calling was to ask how long it would take before the patient saw relief. Therapy expectations were reviewed. Caller reported they were told by manufacturer representative not to make any adjustments. Caller stated the stimulation was set to 1.6v and said the device was on. They were told to only connect using the patient programmer to see if stimulation was on. No troubleshooting was done as the patient was asleep at the time of the report. Caller reported that since the procedure the patient had been very, very sick, not well. They explained that since monday when they got home the patient's mobility had declined, they had difficulty getting into the car immediately after surgery. Caller reported this was not a pleasant experience for the patient because the pain. Patient reported the patient was sent back to the hospital the day prior and they stayed all day long, but they didn't know anything about the device. Caller reported the patient was lethargic because when they were asked a question they said 'yeah or no'. Caller reported because of this they were concerned about what they were communicating with the patient. The caller was encouraged to follow-up with the healthcare provider because of the instructions the patient was given. It was asked if the problems the patient was having were the result of going into a deep sleep. Caller was redirected to their healthcare provider to address therapy concerns and symptoms. No further complications were reported or anticipated. Additional information was received from a consumer indicating that the patient¿s device was still not controllable, and they were still having issues with the device. The caller was transferred to patient services and reported that the patient had no relief since they had been implanted. The caller stated that the patient still needed to change their pad once or twice a night, and woke up in the morning wet. The caller noted they were unsure if the patient received therapeutic benefit during the trial. The caller indicated they were told by a representative not to make adjustments, so the caller was redirected to the healthcare provider to discuss the therapy. It was noted that the patient had an appointment the day after the call. No further complications were reported. Additional information was received from the consumer. The patient was not getting any relief. The patient had a follow-up appointment with their healthcare provider on monday and they told the healthcare provider the patient was not getting any relief. Hcp adjusted/increased the stimulation. Caller reported there was no change, patient wet the bed the morning prior, they emptied their bladder, the bed was wet and they did the same thing the day of the report. Caller wanted to know how long it took the body to respond to adjustments. Caller was walked through how to increase stimulation again on the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the family member reported that the patient had not experienced any improvement since getting the implant. They stated that the patient had gone to 3-4 appointments for adjustments since implant but still had not had any improvement. When asked if the healthcare professional (hcp) reviewed the different programs, the family member mentioned that they just performed the adjustment and then leaves. Neither the family member or the patient had made any adjustments as they were not familiar with the device. It was noted that the patient was taking sleeping medication, was ¿snoring like a train¿, and it was very difficult for them to get up so the family member thought that this could be contributing to the lack of symptom control. The family member reported that the sleeping pills were eliminated about a month ago, however they had been no improvement in the patient¿s symptom control. The patient was wet every morning when they got up and they were very unhappy as a result because they were constantly wet. During the trial, they had received a call every day from someone who asked what the patient experienced. They were told that the patient was having good results and that they qualified for the implant although the family member noted that they were not keeping t rack and did not recall the results. The family member/patient were redirected to the hcp to review trial results, what programming had been performed so far, and what other options there are to help get better symptom control. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had an appointment scheduled with the healthcare provider on (B)(6) 2019 to discuss options. It was recommended that they review a possible need for programming, and the option of other healthcare provider listings was reviewed. No further patient complications are anticipated or expected as a result of this event.